Event description:
It was reported that while connected to a patient the external pulse generator was not pacing at its set rate. It was noted that when the rate was changed the pacing light-emitting diodes did increase but the numbers did not change as the rate dial was turned. It was further reported that linear bars on the display were missing segments which made it unable to be read. It was recommended that the generator be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) rate adjustment was intermittent and that the upper display was missing segments. It was also indicated that the epg's display was out of specification electrically. It was also indicated that the upper case was dented and that the lower case and side bail covers were broken. It was also indicated that the battery release was contaminated. It was also indicated that the main printed circuit board was out of specification. The epg was to be scrapped.

Event description:
The external pulse generator (epg) was returned to the manufacturer and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no external anomalies. Installed battery and turned on device. Display pixels bad. Rate knob adjusts rate output, but display does not indicate proper rate. Reported customer complaint confirmed. Assembled upper display assembly into engineering lower (main) assembly. Failure followed the display assembly. All dials and buttons appear to be functional, but inaccurate date is displayed on the screen. Removed lcd and display pcba from upper case assembly and added engineering encoders and keypad. Failure still there. Detailed visual of the display printed circuit board assembly revealed a broken solder joint. The solder joint was repaired for proper operation. One supercap failed in-circuit testing. Surge current was below normal. A battery removal test failed. After replacing one capacitor the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the display issue caused by cracked solder joint, also confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).